Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml exactamix eva tpn bags leaked from an unspecified location. This was noted prior to use. There was no patient involvement. No additional information is available.